Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port isp with an 8fr groshong catheter segment were returned for evaluation. Visual inspection noted a complete circumferential break 1mm distal to the catheter lock. The fracture examined and no specific fracture could be identified. Therefore, the investigation is confirmed for the reported subcutaneous leak with embolism. The break shows signs of flex fatigue, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 04/2021).

Event description:
It was reported that the port was placed via the left subclavian vein. CT examination revealed a catheter fracture and the distal segment migrated to the atrium. The fragment was removed by interventional radiology. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one x-port isp with an 8fr groshong catheter segment were returned for evaluation. Visual inspection noted a complete circumferential break 1mm distal to the catheter lock. The fracture examined and no specific fracture could be identified. Therefore, the investigation is confirmed for the reported subcutaneous leak with embolism. The break shows signs of flex fatigue, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 04/2021).

Event description:
It was reported that the port was placed via the left subclavian vein. CT examination revealed a catheter fracture and the distal segment migrated to the atrium. The fragment was removed by interventional radiology. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port was placed via the left subclavian vein. CT examination revealed a catheter fracture and the distal segment migrated to the atrium. The fragment was removed by interventional radiology. There was no reported patient injury.